Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the left therapy electrode by his rib. During follow-up, the patient reported that he had been using lotion from the hospital and that the irritation had improved. The patient also reported that new provided garment seemed to help.